Event description:
Patient was revised to address global knee pain. The patella was reported to have been loose and worn.

Manufacturer narrative:
The depuy warsaw product development engineer evaluated the product. Wear and polyethylene creep was noted but determined to be insignificant. No evidence was found that would suggest product contribution to the reported pain. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.